Manufacturer narrative:
Common device name: electrosurgical, cutting <(>&<)> coagulation <(>&<)> accessories. (B)(4) - no known impact or consequence to patient. The insert is short circuited. The electrical tests failed. After disassembly, it appears that the electrical leak comes from a defect of coating under the tube on one of the wires. Considering the localization of the defect -under the tube- the risk for the patient or the user is very low. Conclusion: manufacturing deficiency. This device is used for therapeutic purposes.

Event description:
Bipolar insert, cev634-1a, was returned for repair on (B)(4) 2014. Analysis of the device indicates an electrical leak resulting from a coating/insulation defect. No patient injury was reported as a result of this event.